Manufacturer narrative:
D2b: pro code (product code): k103751, k110122. G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel iliac vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.